Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection was performed and revealed packing sample presented residual contamination inside the plastic bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive solution administration set was leaking from unspecified location. The leaking was discovered during product use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.